Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, right ulna. It was reported that on insertion of a variax 2 t10 2.7 screw, the screw was fully seated. When the surgeon attempted to give the screw a final turn, the screw head broke off. Later in the procedure, the surgeon attempted to remove a second variax 2 t10 2.7 screw which was fully seated, and the head immediately broke off (screw was being removed to implant a longer screw due to surgeon preference - there are no allegations against the screw beyond its head breaking off). The screw heads were removed, the screw bodies were left in the patient as they were not sitting proud. Surgery was completed with no delay as there were no remaining holes to implant any additional screws.

Event description:
Primary procedure, right ulna. It was reported that on insertion of a variax 2 t10 2.7 screw, the screw was fully seated. When the surgeon attempted to give the screw a final turn, the screw head broke off. Later in the procedure, the surgeon attempted to remove a second variax 2 t10 2.7 screw which was fully seated, and the head immediately broke off (screw was being removed to implant a longer screw due to surgeon preference - there are no allegations against the screw beyond its head breaking off). The screw heads were removed, the screw bodies were left in the patient as they were not sitting proud. Surgery was completed with no delay as there were no remaining holes to implant any additional screws.

Manufacturer narrative:
Correction: sections d1, d2, d4, g1 (manufacturing site). The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied torsional force. The device inspection revealed the following: note that only the broken screw heads had been returned, whereas the screw bodies remained implanted as they were not sitting proud. Very strong deformation / damages on both inner torx can be seen. This clearly indicates that far too much mechanical force beyond its calculated capability had been applied during screw insertion. Close up pictures (done by the microscope) of the broken surfaces indicate the structures of typical ductile overload breakages. Especially as it was reported that the screws were actually fully seated and the surgeon still attempted to give the screws a final turn. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.